Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and was able to be duplicated. The exhalation pressure transducer pt802 is out of calibration. The loss of calibration resulted in incorrectly measured exhaled tidal volume and the circuit alarm. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays circuit disconnect alarm. The customer performed troubleshooting, but the issue was not resolved. The customer reported the airway pressure fails calibration testing. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported while using the vela ventilator; the unit displays a circuit disconnect alarm. The customer reported the alarm kept going off, even though the circuit was not disconnected. The issue occurred during patient use; the customer reported the ventilator was substituted with another ventilator. The customer reported the airway pressure transducer fault was logged into the events. The issue was resolved after replacing the main printed circuit board assembly. The customer reported there is no patient consequence associated with the event.